Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that error did not appear again, and successfully started new sensor session, and no additional actions were required.